Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing at 40 beats per minute (bpm) during an ablation procedure. It was noted that the device was programmed to 70 bpm. Review of stored device memory revealed no stored events that corresponded with the reported observations. Boston scientific technical services (ts) discussed the potential for oversensed noise during the procedure and also discussed the defib detect circuit and functionality. The pacing rate returned to normal following the procedure. No adverse patient effects were reported. This product remains implanted and in service.